Event description:
Pt had revision of leads in 2002 with use of lead model 3998. Pt paralysis was reported post op. Follow up with physician revealed pt has developed "central cord syndrome" pt is unable to move right arm and is weak in the legs. Surgical procedure was uneventful with easy insertion of the paddle lead. Explant of device at this time was ruled out. Pt has been at a rehabilitation hosp and has been making some progress but has not gained movement in the arm. Stimulator has not been providing any stimulation effect so pt still has pain.